Event description:
Country of complaint: (B)(6). Unavoidable burns to liver due to laparoscopic diathermy hook. Incident occurred twice. Faulty hooks withdrawn from use and replaced.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: no product has been received for evaluation. Attempts were made to obtain device, device is not available.